Event description:
It was reported that the patient presented in-clinic for a routine check-up. Previously upon review of remote transmission it was noted that the right-ventricular (rv) lead exhibited myopotential oversensing which was confirmed in-clinic through a polymetric test. As a resolution initially programming changes were made and later the rv lead was explanted and replaced. The patient condition was stable.